Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 4 months after the dental implants were installed in intraoral region #28, it was verified its' non osseointegration. 25 ncm of primary stability was achieved & immediate load was not performed. Patient had bone type ii.